Event description:
The case states that facility is failing to follow high level disinfection procedures. Risk for cross contamination.

Manufacturer narrative:
The case states that the facility is not following correct procedure for high level disinfection of endoscope between patient procedures. Risk for cross contamination. Medivators field service engineer reported observations which were contrary to advantage plus 1.0 IFU while visiting the facility for a preventative maintenance: 1) the facility or department is running their scopes with barcodes assigned by scope model not by an individual unique barcode for each scope. There is no specific way of knowing whether the correct scope of that model was reprocessed. 2) the or department is not brushing the lumens of the scopes prior to placement in the advantage plus 1.0 model. This advantage plus model settings does not do a wash/detergent cycle through the channels. It is high level disinfectant only. Also observed, the detergent bottle was found empty and had a sticker that reads "not used, do not fill." This indicates that no pre-cleaning or manual cleaning is being performed prior to reprocessing in the aer. 3)the facility is reprocessing scopes using expired product which includes high level disinfectant and test strips. This facility has not had any training or inservices performed by medivators personnel since the machine was installed. Also, the programming on the machine has not been changed. To date there have been no reports of patient illness or injury in relation to these findings. This complaint will continue to be monitored within medivators complaint system.